Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with tvh; due to sui. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion, the patient experienced frequency, urgency, uti's, and hematuria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy. It was reported that the patient underwent revision on (B)(6) 2012 with dr. (B)(6) at (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following procedure the patient experienced infection and vaginal scarring.